Manufacturer narrative:
Concomitant medical products: product ID: d224drg ICD, date of implant (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the lead had been capped due to scar tissue. No patient complications have been reported as a result of this event.